Event description:
It was reported that post-op a remote monitor report was sent from the hospital. Information received on the remote transmission was reviewed by qualified personnel. It was noted there were "atrial sensing markers on ventricular channel" and the right atrial (ra) lead may have fallen. It was determined that the ra lead had dislodged. A lead revision was completed the following day. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.